Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the touchscreen requires replacement. There was no patient involvement at the time the reported event occurred. There was no patient or user harm. An engineer will visit the site to replace the part and repair the device.

Manufacturer narrative:
Update to b.5: the field service engineer (fse) was performing periodic maintenance and stated the front bezel around the touchscreen needed to be replaced. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel, and the issue was resolved.